Event description:
It was reported that the customer's pump was "not working properly" and the customer was no longer using it for insulin therapy. Reportedly the customer reverted to manual injections for insulin therapy. There was no reported adverse impact due to the reported issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.